Event description:
It was reported that an ac adaptor has a "bulge on it." It was also reported there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter so an evaluation could not be performed. If the device is returned an evaluation will be completed and a supplemental report will be submitted. A replacement device was provided to the customer.